Event description:
Went to (B)(6) for adhesion removal from mesh. Right after I had surgery, my pain got worse, becoming chronic pain, vomiting, weight loss and nausea from this mesh. They told me I had adhesions. The doctors and specialist told me that the current surgeon that did the surgery refused to remove it and found out adhesion barriers in the us don't work well. Found a surgeon in (B)(6) that would remove it and put an adhesion barrier in. He took pictures of my mesh, said may be it could last ten years. Less than a year later, I am sick again with chronic pain and nausea from mesh. Dates of use: (B)(6) 2011. Reason for use: incisional hernia repair.